Event description:
It was reported that this right atrial (ra) lead exhibited intermittent high out-of-range impedance values. Noise and oversensing related to the minute ventilation (mv) feature was also observed. Of note, the related cardiac resynchronization therapy defibrillator (crt-d) will be replaced soon due to normal battery depletion, and the health care professional (hcp) would like to know if the ra lead should be replaced at the same time. Technical services was consulted and provided lead troubleshooting recommendations. No adverse patient effects were reported. This ra lead remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent high out-of-range impedance values. Noise and oversensing related to the minute ventilation (mv) feature was also observed. Of note, the related cardiac resynchronization therapy defibrillator (crt-d) will be replaced soon due to normal battery depletion, and the health care professional (hcp) would like to know if the ra lead should be replaced at the same time. Technical services was consulted and provided lead troubleshooting recommendations. No adverse patient effects were reported. This ra lead remains in service.